Event description:
It was reported that the patient had intermittent, painful stimulation after taking a fall. Reprogramming was performed but did not help the situation. The patient also had difficulty recharging and keeping a charge. The patient demonstrated correctly how to recharge so therefore the difficulty was likely due to the implant position. The recharging frequency matched the system settings. A complete system explant was done. During the revision, the lead appeared bent at the spinal fascia right where the lead was anchored. The patient received a while new stimulation system. The patient recovered without sequela. The new system appeared to be delivering effective therapy.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of ins model 37712 serial# (B)(4) showed no anomalies with passed visual and functional testing. There was a good stable output at all electrode pairs (referenced to one). According to the trace report, the total recharge count is 23. The last recorded recharge session done while the device was implanted was (B)(6) 2011. The device was recharged for 2 hours and 54 minutes. The battery charged from 3.790v to 4.000v. The parameter trend diagnostic section of the trace report shows no patient usage after this recharge session. The coupling record of the last 6 patient recharge sessions has 3 at 100%, 2 at 75%, and 1 at 50%. The battery was recharged for analysis on (B)(6) 2011. Analysis of lead model 3777-75 lot# v196746016 showed no anomalies. Functional and visual tests were okay with no shorts and acceptable continuity. Analysis of lead model 3777-75 lot# v377181005 showed no anomalies. Visual inspection showed a bend in the lead near the distal end. Functional tests passed with no shorts and acceptable continuity. Analysis of silicone anchor showed no anomalies and was visually ok. Analysis of stylet showed no significant anomalies with a bent wire.